Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 60 mg/dl, 40 mg/dl, 70 mg/dl and 30 mg/dl. Insulin delivery was not suspended due to sg values. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device communicated properly with the guardian two link and the glucose sensor simulator. The test value was properly displayed on the insulin pump sensor graph screen. Device and blood glucose meter test functioning and communicating properly.